Manufacturer narrative:
As reported by our affiliate, the following info was reported. The balloon burst in a female pt (of unknown age) during dilation of a femoral artery. Dilation was performed by hand injection at unknown pressure. The vessel was calcified. There was no adverse effects to the pt. The procedure was terminated by another balloon catheter. The product was used in the patient and will be returned. The product is available for eval and testing. However, the product has not been returned as of this date. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon burst.